Event description:
It was reported when using the paxgene® blood ccfdna tube, the device experienced the stoppers popping off of the tube and cracked tube. The following information was provided by the initial reporter. The customer stated: end user reported 3 of 40 paxgene tubes that lost cap during centrifugation. The storage temperature is according to hb. Yes, it is the first batch that we have detected that the tubes break. How many previous paxgene tube kits have you successfully used? I guess kits you mean boxes, about 6 boxes of tubes.

Manufacturer narrative:
This MDR task will be cancelled per dchu based off of mfg report # 9617032-2021-00763 with dt 3232454.- see (B)(4) as a duplicate record.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood ccfdna tube, the device experienced the stoppers popping off of the tube and cracked tube. The following information was provided by the initial reporter. The customer stated: end user reported 3 of 40 paxgene tubes that lost cap during centrifugation. The storage temperature is according to hb. Yes, it is the first batch that we have detected that the tubes break. How many previous paxgene tube kits have you successfully used? I guess kits you mean boxes, about 6 boxes of tubes.